Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis, after not feeling well three days prior. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting.upon further follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2025 presented with staphylococcus aureus in the culture and a wbc count of 4986/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed four doses of intraperitoneal ceftazidime at 1000 mg daily and ip vancomycin at 2000 mg every four days to address the infection while hospitalized. The patient¿s pd catheter was removed due to the nature and severity of infection, and the patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge home. It was reported that the patient¿s peritonitis and associated hospitalization were not the result of any malfunction or deficiency or any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis, and it is unlikely that the patient will return to ccpd therapy.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis, after not feeling well three days prior. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting.upon further follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2025 presented with staphylococcus aureus in the culture and a wbc count of 4986/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed four doses of intraperitoneal ceftazidime at 1000 mg daily and ip vancomycin at 2000 mg every four days to address the infection while hospitalized. The patient¿s pd catheter was removed due to the nature and severity of infection, and the patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge home. It was reported that the patient¿s peritonitis and associated hospitalization were not the result of any malfunction or deficiency or any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis, and it is unlikely that the patient will return to ccpd therapy.

Manufacturer narrative:
Correction: b.3., b.5., d.10.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting.upon further follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2025 presented with staphylococcus aureus in the culture and a wbc count of 4986/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed four doses of intraperitoneal ceftazidime at 1000 mg daily and ip vancomycin at 2000 mg every four days to address the infection while hospitalized. The patient¿s pd catheter was removed due to the nature and severity of infection, and the patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge home. It was reported that the patient¿s peritonitis and associated hospitalization were not the result of any malfunction or deficiency or any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis, and it is unlikely that the patient will return to ccpd therapy.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis can be attributed to a break in asepsis during ccpd therapy (2). Nonadherence to aseptic technique through touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.